Event description:
Reportedly during the insertion of the feeding tube, the physician realized the tip had detached from the feeding tube. The physician confirmed the presence of the tip in the stomach by endoscopy. The detached tip was removed by endoscopic forceps. The hosp has reported the pt's condition is satisfactory.